Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the tip of the indigo system aspiration catheter 6 (cat6) was found to be ovalized upon removal from the packaging. The cat6 was, therefore, not used in the procedure. The procedure was completed using an indigo system aspiration catheter 5.